Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number k182004. Evaluation summary- it was caused due to a malfunction of the touch panel on the processor. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. Where the processor touchscreen would go blank after attempting to boot up and nothing could be used. Over several minutes the processor keeps trying to start up and continues to go blank.